Event description:
Received information stating customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level. Reportedly, customer reverted to a previously used non-tandem pump for insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available, a follow up report will be submitted.